Event description:
This pt reported to the emergency room on (B)(6) 2011 complaining of shortness of breath and stabbing chest pain. A cr scan was performed and revealed a large pericardial effusion with tamponade. The pt was taken to the cath lab where a pericardiocentesis was performed and 860 cc of fluid was removed. A drain was also secured in place. The pt was then taken to the ep lab for rv lead revision. On (B)(6) 2011, tee showed no significant pericardial effusion and all records indicate that this lead remains actively implanted. Should additional info become available, this event will be updated.